Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was replaced and returned for technical investigation. The returned air gas module was already disassembled. By visual inspection it was noticed that the feather spring for the nozzle unit was adjust and it was rotated into the opposite direction of the original way. Furthermore, ingress of water was found inside the filter chamber. No further investigation is needed as ingress of water can lead to stop of ventilation, high pressures, short circuit and ventilator malfunction. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Moreover, by the visual inspection it was noticed that both the nozzle unit and the filter was old, filter from 2014. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.